Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient had an infection involving their sacral nerve stimulation system. It was noted that the plan was to remove the entire system. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the patient was administered antibiotics and was doing fine.